Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the patient presented remotely via merlin.net. Upon review, non-sustained right ventricular oversensing due to lead noise was exhibited on the right ventricular lead. No inappropriate therapy was delivered. The patient was seen in-clinic on (B)(6) 2018 for a follow-up. The patient would continue to be monitored. No intervention was performed and no patient symptoms were reported.

Event description:
It was reported that an asymptomatic patient presented with episodes of noise on the right ventricular lead. Interrogation of episodes stored on the device revealed non-sustained right ventricular oversensing, with rising capture threshold. Attempts to reproduce the noise in clinic with pocket manipulation and isometrics were unsuccessful. The noise was not noted until a prior pulse generator change out that occurred on (B)(6) 2017. No intervention is planned at this time; the patient will continue to be monitored. The patient did not have any symptoms.